Event description:
It was reported that post a coil embolization procedure, the CT scan revealed a bleed in the left middle cerebral artery (mca). The physician did not treat the bleed and the patient was reported to be in good condition. No further information regarding the patient's condition is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned; therefore, analysis cannot be performed. However, intracerebral/intracranial hemorrhage is a risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that post a coil embolization procedure, the CT scan revealed a bleed in the left middle cerebral artery (mca). The physician did not treat the bleed and the patient was reported to be in good condition. No further information regarding the patient's condition is available.

Manufacturer narrative:
The physician feels that the bleed could be due to a vessel perforation or dissection.